Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via email of high and low blood glucose readings from the pump. The customer's mother stated that her son had several lows while sleeping. The customer stated that the lows occurred about 2 times a month. The customer stated that he was hospitalized for ketones. The customer also stated that there was a low battery alarm on the pump. The customer declined to troubleshoot with 24 hour helpline.